Event description:
A customer reported experiencing intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level. System check was performed by tandem technical support and no issues were identified. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.